Event description:
In about (B)(6) 2010 an advance sling was implanted. It had been implanted for about twelve months and had been working fine. On (B)(6) 2011 the advance was removed from the urethra. "The surgeon had recognized the erosion of the advance mesh into the urethra and chose to explore perinatally and cystoscopically to identify the site of the erosion and remove the mesh."

Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.